Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred sometime in 2000. Incident occurred during the pt's treatment. Hcp stated that the connection between the bloodline and the venous port of the dialyzer became loose, with an estimated blood loss of 150cc. Staff tightened connections and treatment was resumed without further incident. No pt injury or medical intervention reported per hcp.